Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The patient did not specify when the meter issue first occurred, however stated that she obtained a result of ¿160mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿120mg/dl¿ obtained on a lab device, within 10 minutes. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with januvia pills and novolog insulin. The patient reported that on (B)(6) 2017, after the issue had occurred, she developed symptoms of ¿light headed and sweating¿ which she associated with a hypoglycemic episode and that from (B)(6) 2017 she consumed more food or drink and between (B)(6) 2017 she received phone advice from a healthcare professional to ¿lower her medication¿. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired or been stored incorrectly and the vial was not damaged. The patient had followed the correct testing procedure. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.